Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl. Customer stated that the blood glucose went up as she did not realize that the insulin pump was not on. It was stated that the retainer ring is loose and there was crack. The troubleshooting was performed for damage and found the reservoir was not able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.